Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump received with stripped battery cap(p) coin slot and loose drive support disk.

Event description:
The customer reported via phone call that they were unable to remove the battery cap from battery compartment. Customer¿s blood glucose level was 136 mg/dl. Customer was assisted with troubleshooting however, customer was unable to remove the battery cap. The insulin pump will be returned for analysis.